Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated pacing thresholds. Outputs were noted to have been increased and later decreased due to diaphragmatic stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. The device memory indicated pacing capture threshold in the left ventricle was unstable. If information is provided in the future, a supplemental report will be issued.